Event description:
Knots untying. During valve replacement, customer reports valve detached from anulus. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96, requires reporting of incident once medical device family initially reported assuming incident could recur.